Manufacturer narrative:
Product event summary: analysis confirmed the reported event; sense was found low intermittently. Lead connection was found broken on a printed circuit board assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sense was low. The external pulse generator was returned for repair. There was no patient involvement.